Manufacturer narrative:
(B)(4). The device was returned and evaluated. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause was determined to be user error, tidal total ultrafiltration (uf) removal being set too low. Homechoice and homechoice pro apd systems patient at-home guide gives a warning that "a total uf volume set too low can result in a gradual buildup of uf volume during therapy. This can result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 00:27:44. During night drain cycle 11, the patient's ultrafiltration reading was 1045ml, indicating the home patient drained 715ml more than their maximum programmed fill volume of 1100ml. No additional information is available.